Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction. The manufacturing representative reported that the patient had been getting increased utis for the past 6 months. The device had also been off for some time, but unknown how long. Additional information received from the health care professional reported that he had a record of 2 uti's in the patient since implant. The uti was reportedly caused by the patient's body. It was unknown if the uti was related to the patient's underlying urinary dysfunction, but it was not believed to be related to the patient's device or therapy. The last uti was on (B)(6) 2016. The patient was placed on antibiotics and was doing better during follow up on (B)(6) 2016.